Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose (bg) level was 233 mg/dl - "high"; specific value not provided. Reportedly, customer experienced nausea, vomiting, dizziness, and weakness. Customer performed multiple supply changes and drank water to address bg. But ultimately reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged load fill tubing issue could not be verified.